Manufacturer narrative:
The device was received no button response due to flattened up button dome switch. Inspected the connector on lcd and no unlock keypad connector.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high and low blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported low blood glucose of 60 mg/dl to 70 mg/dl for the past year. Customer also mentioned a high blood glucose of 300 mg/dl to 500 mg/dl and treated with manual injection. Customer declined high and low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.